Event description:
A talent stent graft device was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. The external iliac arteries were severely calcified. It was reported that the 3 stent grafts were implanted and ballooned without complications. At some point post implant a femoral-popliteal bypass on the right ipsilateral side was performed for an unk reason. Further info was received that the pt expired some time later. The exact complication and need for the bypass procedure and cause of the death are unk. Attempts to obtain additional info were unsuccessful (see MFR #2953200-2010-00364, 00366).

Manufacturer narrative:
(B) (4). Evaluation results: death; severely calcified iliac arteries.